Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was between 103-115 mg/dl. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.